Manufacturer narrative:
Date sent: 05/29/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during unk abdominal procedure, they encountered difficulties with the device that resulted in an open procedure. No other info is available at this time.